Event description:
It was reported that about 7 weeks after a transurethral microwave treatment procedure, the physician suspected a urethral/rectal fistula had occurred. About 3 weeks later, the physician was finally able to perform cystoscopy at which time he changed the diagnosis from a urethral-rectal fistula to a colovesical fistula resulting from diverticulitis disease. The physician successfully completed the procedure with a targis control unit and a ctc microwave treatment catheter. The procedure was straightforward and uneventful. No further patient injuries or complications were reported. The patient?s colorectal surgeon is addressing his condition.

Manufacturer narrative:
An rtu plus handle was returned along with the targis control unit for evaluation. Device analysis did not reveal a product defect as the devices functioned properly. The device history records were reviewed and all manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. In the physician's medical opinion, due to the nature of the patients diverticulitis, it is unlikely the device contributed to the event.